Event description:
"Vibrates too much. O-rings inside loose" is the reason for repair. On follow up it was reported that it started making weird sound and vibrating during surgery. It was discovered immediately, attachment was changed and went on with procedure. No patient injury occurred.